Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm maryland bipolar forceps instrument for failure analysis investigation. The instrument was analyzed and although the conductor wire was not frayed. The instrument passed the electrical continuity test. The broken piece measures approximately 0.0360" x 0.0245" and was not returned with the instrument.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm maryland bipolar forceps instrument for failure analysis investigation. The instrument was analyzed and was found to have damaged conductor wire insulation at the yaw pulley. There was a pinch on the insulation, and the internal conductor wires were exposed. Although the conductor wire was not frayed.

Event description:
It was reported that during central processing, the 8mm maryland bipolar forceps instrument had a damaged black conductor wire. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and no issue during the procedure. It was confirmed when the instrument was to be sent to re-processing. There was no loss of cautery associated with broken/loose cable. No signs of thermal damage and no arcing observed. The instrument did not collide with any other instrument. No media available for review.